Event description:
The pt underwent a balloon ablation procedure. The pt's uterus is retroverted. During the procedure error code 6507, heating error code, was received. The case was delayed approximately 1 hour and 10 minutes.